Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient was brought into clinic on (B)(6) 2017 following a merlin.net transmission indicating that the patient's pulse generator was in backup operation. The device was restored after a firmware download. The patient will continue with normal follow-up.